Event description:
The procedure went fine, however two weeks post-op the patient returned to the surgeon with an infection at the site of the implant on the tibia. The surgeon removed the device and cleaned out the area and as of the date of this report, the patient is reportedly doing fine.